Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery using the perclose technique prior to an unspecified procedure. Reportedly, the device failed due to a device malfunction. The procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following is corrected information. It was reported that the arteriotomy closure of the left common femoral artery was attempted using a proglide device after an unspecified procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device was not returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 4fr sheath after an interventional procedure. The final patient outcome was death due to multi-organ failure following uncontrolled hemorrhage and severe depletion of circulating blood volume. The physician indicated that the proglide device did not directly cause the death of the patient. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. The reported patient effects of death and hemorrhage are listed in the perclose proglide instructions for use as known adverse events associate with the use of suture mediated closure devices. It should be noted that the perclose proglide instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.